Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Event description:
While attempting to defibrillate a pt (age & gender unknown) the device caused the defibrillator to display a "release shock button." The clinician obtained another device to continue treating the pt. No adverse effect to the pt due to the reported malfunction.